Event description:
A site reported to rxsight that a patient was bilaterally implanted with the light adjustable lens+ (lal+, sn (B)(6), +22.5d) in the left eye on (B)(6) 2024. Postoperatively, the patient completed 1 light adjustment in the left eye but delayed the lock in treatment due to dry eye treatment and light adjustment of the right eye. Upon examination on (B)(6) 2025, the treating physician observed central intraocular lens irregularities consistent with polymerization. Lock in treatment was performed on the same day. A procedure was attempted on (B)(6) 2025 to explant the lens, however, due to zonular dehiscence the procedure was not completed. On (B)(6) 2025, approximately 12 months after implantation, the lal+ was explanted and a new light adjustable lens (lal, sn (B)(6), +22.5d) implanted as a replacement.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).